Event description:
Healthcare professional reported left breast "increasing firmness and tenderness over the last few months. Obvious asymmetry of left versus right implant. Left breast implant is riding slightly higher. Left breast has firmness with displacement of the implant superiorly and increased fullness in the upper pole. No mass, dimpling, or discharge. Grade 3, left capsular contracture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 21jun2024.

Event description:
Healthcare provider reported "patient states they have noticed increasing firmness and tenderness of left breast over the last few months. Obvious asymmetry of left implant. Left breast implant is riding slightly higher. Left breast has firmness with displacement of the implant superiorly and increased fullness in the upper pole. No mass, dimpling, or discharge. Grade iii, left capsular contracture." Healthcare provider also noted "observations made during surgery" of "any creases". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease folding of implant: observed. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare provider reported "patient states they have noticed increasing firmness and tenderness of left breast over the last few months. Obvious asymmetry of left implant. Left breast implant is riding slightly higher. Left breast has firmness with displacement of the implant superiorly and increased fullness in the upper pole. No mass, dimpling, or discharge. Grade iii, left capsular contracture." Healthcare provider also noted "observations made during surgery" of "any creases". The device has been explanted.